Event description:
A talent stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. Currently the vessel morphology was reported as there is disease progression with aortic neck dilatation, 26 mm in diameter at the renal arteries. A recent CT demonstrated thrombosis of the right ipsilateral limb, and the stent graft has migrated 7 mm distally with a type I endoleak. The physician performed a thrombectomy, due to the patient coagulopathy issues and the occlusion in the right ipsilateral limb was resolved. The physician treated the migration and the proximal type I endoleak of with the implanting of coils and a 28x28x49 endurant aortic cuff the migration and endoleak were resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, migration, occlusion); patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation and coagulopathy issues). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck dilatation and coagulopathy issues).